Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range pacing impedance measurement. No defibrillation threshold (dft) testing was done. Attempts to obtain additional information were unsuccessful. This device is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.